Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the infusion set and cartridge. The occlusion was resolved. There was no impact to the customer's blood glucose level.